Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: the investigation was carried out by aesculap technical service. Optically, the hand piece was in a used condition. It was not possible to insert a tool into the hand piece, therefore a functional test was not possible. During the disassembly, residue and abrasion could be found at the ball bearings. The first ball bearing of the hand piece is broken. Furthermore, a crack at the stator sleeve was also detached on the part. The device quality and manufacturing history records have been checked for the available lot number. The device history file has been checked and found to be according to specification valid at the time of production. No further complaints registered the same lot number. Based on the information available as well as a result of the investigation, the root cause of the failure is most probably cleaning/user related. The finding of the broken ball bearings as well as the soiled interiority indicate that a wrong cleaning in combination with an overload situation led to the malfunction of the hand piece.

Event description:
Country of complaint: (B)(6). It was reported that it was not possible to unclamp the tools intraoperatively. Later, it was possible to unclamp the tools within the central sterile supply department. As a result, balls from the bearing fell out of the hand piece. It is possible that some of the balls remained in situ because sometimes the surgeons change the hand pieces during surgery above the patient. All med watch submissions related to this report: 9610612-2018-00339.